Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited far r over sensing in the atrial channel resulting in an auto mode switch. No programming changes were made. There was no patient consequences.